Event description:
The patient was dialyzed on a gambro phoenix hemodialysis machine with a dicea 170 dialyzer. The patient started to use this type of membrane (dialyzer) in 2008. On the event date, the dialyzer was new and this was the first use of the dialyzer. The patient had generalized paresthesis, hypotension, dyspnea. This occurred within the first five minutes of the treatment. The patient was treated with hydrocortisone. Dosage unknown. The problem resolved completely (recovery time is unknown). The patient continued hemodialysis with the same dialyzer. Before blood was returned to the patient, the patient received 5000 units/ml of heparin (pisa/c117092). No further details were provided.

Manufacturer narrative:
Sample is not available for evaluation per the local complaint coordinator. The results of manufacturing records, process inspection records, and release inspection records of the lot number concerned found no defects.